Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a battery out limit alarm on the insulin pump when attempting to bolus. The customer stated they replaced the battery, but the alarm persisted. It was also found the buttons were unresponsive when attempting to clear the alarm. The customer's blood glucose was 7.2 mmol/l. Customer reported the insulin pump was exposed to humidity. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was with no battery out limit alarm noted; all operating currents are within specification and passed self test. All buttons functioning properly however, found corroded keypad traces. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked display window and missing the end cap sticker.